Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, g3, g6, h2, h6, h11. No product was returned or pictures provided of the liner; visual and dimensional evaluations could not be performed. Images were provided of the shell, with impingement marks caused by impingement of the head component. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient was revised due to dislocation. Findings during the revision: it was noted there was a large subcutaneous cavity extending through the fascia down to hip from old hematoma. Hip easily dislocatable and head marked due to impingement upon the titanium of the shell. Change to a +6 head trial gained great stability although some impingement on the posterior rim of the acetabulum so this was rotated into a more superior position resulting in good stability and no impingement. No other complications noted. An x-ray image was provided, however was not further reviewed as the images were not dated. A definitive root cause cannot be determined. Based on the medical timeline/operation notes, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that the patient underwent a revision 42 day post implantation due to dislocation. During the revision, and old hematoma was evacuated. The head was found marked due to impingement upon the titanium of the shell. Liner remained implanted. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.